Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a prolapse correction procedure on (B)(6) 2016. According to the complainant, during the procedure, the tip of the mesh had a problem which prevented the completion of the surgery. Based on the photo of the device submitted, the suture had a detached needle. The procedure was finished with another uphold lite with capio slim. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.